Event description:
Pt attended for routine treatment. Dialysis session commenced and bleeding noted coming out from line. Noted increasing negative arterial pressure and machine started to alarm. No pt injury. Treatment discontinued. Renal consultant notified and advised to transfer pt to (B)(4) for review of access and line removal.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.